Event description:
A doctor alleged that one (1) patient had experienced tooth discoloration upon the removal of a temporary restoration which had been placed using tempbond clear.

Manufacturer narrative:
The doctor was unable to remove the discoloration using bleach; therefore, the doctor reduced the surface of the patient's tooth. A new impression and crown were made. The patient's permanent crown was placed, without further incident. To date, the patient is doing fine. A visual and physical evaluation was performed on the returned product, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.